Event description:
This report summarizes 1 malfunction event, where it was reported the devices experienced unstable cot leading to tip. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 3 to 1.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unstable cot leading to tip. There were 3 events with patient involvement no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. 1 device was functionally/visually inspected in the field; however, there was no product malfunction as the issue was found to be caused by non-device related factors. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.